Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.